Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose level was 335 mg/dl. Customer was not calling back after being directed to perform a pump rest. Pump is currently beeping. Customer run the self test and hold the phone up to the pump and they were not able to hear it. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No audio or vibrate anomaly and no device deficiency anomaly noted during test. (B)(4).